Event description:
On (B)(6) 2013, I was wearing and using my medtronic 723, paradigm real-time revel insulin pump, when I had a very sudden seizure related to a sudden infusion of insulin. It resulted in a dislocation of my left shoulder, with fractures of both my left humerus and glenoid. I had two surgeries to repair the fractures and I am still rehabbing my left shoulder. On (B)(6) 2013, I had another sudden onset suture while riding in a car. I was transported to the hospital where it was determined that I had fractured my spine in three places, (t-11, l-1, and l5). I am still being treated for the spinal fractures. On (B)(6) 2013, I was admitted to the hospital for the treatment of severe diabetic ketoacidosis, (dka). I was in the hospital for four days. Since that time I have experienced both acute depression and short-term memory loss.